Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-02730. It was reported patient experienced ineffective therapy as both leads had migrated. Patient indicated she had the flu shortly after being implanted and afterwards noticed a change in stimulation. Reprogramming was attempted but was unable to address issue. Surgical intervention was undertaken on (B)(6) 2019 and both leads were re-positioned. Postoperatively, the patient is reportedly receiving effective therapy.